Event description:
In june 2004, the pt reportedly was hit in the head while playing soccer. The pt reprtedly has experienced the same type of trauma in the past (dates not given). The pt was seen for evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.